Event description:
Customer reportedly rec'd the following results on the advantage system within 10 mins: 163 mg/dl, 22 mg/dl, 151 mg/dl, and 114 mg/dl. No symptoms reported with these results. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. Controls were run and out of range. No adverse event reported. Requested return of suspect device and replacement was sent.